Event description:
**Update** (B)(4) 2013 patient was revised to address elevated ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 03/28/2014 - medical records received. Patient was revised to address metallosis, joint stained with dark tissue from metal debris, and chocolate colored joint fluid. The information received does not change the MDR decision. This complaint was updated on: 04/13/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Legal claim received alleging that the patient suffers from pain and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.